Event description:
During a follow up phone call to the home pt in 2007 regarding a system error 2240 alarm it was learned that the pt had been diagnosed with peritonitis. The original 2240 alarm occurred on the month before, and was caused when the patient disconnected from the homechoice machine. The date of diagnosis of the peritonitis is unk. The pt is a female, date of birth is undisclosed. When asked for input as to root cause of the peritonitis, the nurse stated that per the pt's doctor the patient had a "lupus flare up" which caused her to be in a weakened state. The patient had also undergone a colonoscopy around the time she had peritonitis. The patient cultured negative and was treated with ancef, vancomycin and fortaz. The patient is currently undergoing hemodialysis while recovering from the peritonitis. Although these events occurred around the same time as the 2240 alarm which could also have lead to peritonitis, without any additional info to rule in or rule out other causes, it must be assumed that it's possible the air in the line alarm could be related to the peritonitis. Peritonitis associated with a potential set issue is a MDR reportable serious injury.

Manufacturer narrative:
The actual sample was not returned to baxter for evaluation. However, baxter is monitoring similar events, and a follow up report will be submitted should significant information becomes available.